Manufacturer narrative:
There was no patient injury. The PICC broke and had to be replaced. A review of the device history record and assembly lots were conducted and no discrepancies were noted. The sample was reviewed and tubing breakage was confirmed just below the inverted triangle portion of the overmolding. The edge along the separated portion of the catheter exhibited jagged edges which is characteristic of undue force to the catheter. The IFU has instruction to inform clinicians of the causes of breakage and steps to mitigate the occurrence of breakage. First PICC catheters are 100 percent visually inspected at various stages of the manufacturing process and functional tests, which include burst, flow, leakage and tensile tests, were conducted during the manufacturing process. These tests are designed to detect any issues associated with the integrity of molded catheters assembly process.

Event description:
PICC broke at the point where the line meets the wing. PICC was replaced as a result of the breakage.